Manufacturer narrative:
The device was received for evaluation. The pump underwent functional flow accuracy testing at a rate of 20ml/hour with volume to be infused of 20ml and the short, simulated therapy was successfully performed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump was infusing ¿at rate other than programmed.¿ the events occurred during pump testing and not on a patient. There was no patient involvement. No additional information is available.